Event description:
It was reported that "surgery in ivra anesthesia, staff inflated first cuff to 80 during IV needle insertion, the second cuff suddenly inflated to over 500 ! (530). They could not stop this other than removing the hose from the tourniquet. Medtech did investigation on the apparatus, but could not discover anything wrong." There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.